Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the luer-hub was broken, and then falling off from extension line. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer-hub was broken, and then falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3 extension lines and non-arrow tubing for investigation. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The separation points were rough and jagged. The inner diameter of the proximal lumen measured to be 1.4732mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.183 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter length was not able to be measured as the catheter body was not returned. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and medial extension lines were flushed using a water filled lab inventory syringe. Both lines flushed as expected. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.